Event description:
It was reported that during the right ventricular (rv) lead implant procedure, there was high impedance and high threshold on the lead. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.